Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. The service engineer (se) confirmed the reported issue. The se replaced rubber feet and solenoid oxygen valve was replaced and resolved the issues. Unit was checked overall, cleaned and functionally tested. The device was not being used for treatment at the time the reported issue was discovered. The relationship of the device to the reported issue cannot be determined at this time. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported high pressure leak and missing feet. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 11 oct 2019. An oxygen (o2) solenoid valve assembly was returned for analysis. An investigation was performed and the debris inside body of solenoid assembly causes failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.